Event description:
The reported indicated the surgeon implanted a 12.0mm (B)(4) implantable collamer lens in the patient's left eye (os) on (B)(6) 2010. The lens was explanted on (B)(6) 2010 due to recurrent pi blocking.

Manufacturer narrative:
(B)(4) (secondary surgery), (recurrent pi blocking). (B)(4).

Manufacturer narrative:
Evaluation: method: lens work order search, medical review. Results: the icl was returned for evaluation. Visual inspection of the returned product found a piece of one haptic torn. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. A lens work order search was performed and no similar complaints were found within the work order. Medical review - when iridotomy sites are not open the aqueous cannot flow to the anterior chamber and a pupillary block situation occurs. Re-establishing normal aqueous flow by opening the pi sites or making a new one usually controls iop and breaks the block. Iridotomy sites may be narrowed or occluded by viscoelastic; this is usually very early post-operatively. Late and recurrent narrowing or occlusion of the pis may be due to tissue reaction in the presence of chronic inflammation. Patent flow through iridotomies must be present if an icl is to be implanted or left implanted. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).